Event description:
Upon opening the package in 2006, it was observed that the silicone side of the bmw stuck to the pe sheet. When the product was removed from the package to the saline for rinsing, a chunk of matrix came off. No extra touching or manipulation of the product occurred which could have caused this chunk of matrix to come away from the silicone. The missing matrix was 1x2 inches in the middle of the product. The male patient has a history of aggressive lupus. The patient had a wound on his leg which grew larger until he sought medical attention. The product specialist only brought the one piece of bmw for the procedure. Physician used the product event though it was missing some of the collagen matrix. The physician placed acticoat on the wound/product. The product specialist was present for the application of the bmw and for the dressing change that took place four days later, but was not present for the preparation of the wound bed. At the dressing change that same day, the wound was found to be infected. The bmw was removed from the patient, the wound was cultured and aquasol was placed on the wound. Patient remained hospitalized for the weekend after application.